Event description:
When lead was pulled from header during a generator change, there was intermittent capture with the lead on the analyzer and the new device. By manipulating the lead in the pocket physician was able to show loss of capture. A new rv lead was implanted to resolve the issue. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.